Event description:
It was reported that the patient sometimes felt stimulation in (B)(6) 2012. All impedances showed 2,000 ohms. The physician scheduled a replacement of the implantable neurostimulator (ins) on the premise that the lead was not fractured. After disconnecting the lead from the ins during the procedure, impedances were checked with a snap lid cable. Impedance measurements indicated that only electrodes #10, #14, and #15 could be used. Those three electrodes showed impedance measurements around 1,000 ohms. All other electrodes showed impedance measurements greater than 10,000 ohms. The lead was determined to be fractured, and the lead and ins were explanted.

Manufacturer narrative:
Lead model 3778-75, lot # v564191021, implanted: unk, explanted: (B)(6) 2012; product ID 3778-75, lot # v564191022, implanted: unk, explanted: unk; extension model 3708120, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; extension model 3708120, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012; anchor model 3550-39, lot # unknown, implanted: unk, explanted: unk; anchor model 3550-39, lot # unknown, implanted: unk, explanted: unk. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 37702 (B)(4) showed no anomalies. Analysis of lead model 3778-75 (B)(4) showed all 8 conductors were broken at/or near the silicone anchor site (45.0 cm from the distal end). The continuity was acceptable and no shorts were seen between circuits. Analysis of lead model 3778-75 lot # v564191022 showed there were multiple conductors (#0 to 5) and filers broken 45.0 cm from the distal end. Multiple open circuits were also observed. The stylet coil had been cut through. No shorts were seen between circuits. The outer insulation was melted and was suspected to be from the use of a cautery. Analysis of extension model 37081 (B)(4) showed no significant anomalies. Analysis of extension model 37081 (B)(4) showed no significant anomalies. Analysis of both anchor accessory model unk lot # unk showed no significant anomalies. The anchor had been cut to a shorter length and there were 2 sutures tightened very tightly to the anchor with one cutting into the silicone.